Event description:
It was reported that high impedance had been observed on the atrial lead. A fracture was suspected. No patient symptoms or intervention were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.